Event description:
An impella 5.5 device was inserted via the right axillary artery in a 58-year-old female patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos), scai shock stage d, with a history of known coronary artery disease. The registered nurse contacted support to report a placement signal not recognized (psnr) event following a hospital-wide power outage. During this period, no hemodynamic compromise was observed, and the placement signal issue had no impact on the patient¿s hemodynamics. Care was subsequently withdrawn and the patient expired. The reported events are placement signal issue and death. The device will be conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition, as the patient presented in scai shock stage d.

Manufacturer narrative:
B2 and h1: added death. B5: added clinical review. D6b: added explant date. H6: f26 omitted, and f02 added.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported on a 58 year old male with an impella 5.5 due to high risk cardiac procedure. During support, a placement signal not reliable occurred on the after a power outage at the hospital. The patient remains on support.

Manufacturer narrative:
Corrected information was provided in b1 (is adverse event). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issue cannot be determined.